Event description:
Legal counsel for the patient reported that patient underwent m2a hip arthroplasty on (B)(6) 2008. Subsequently, it is alleged that patient underwent a revision procedure on (B)(6) 2011, due to pain and elevated metal ion levels. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2011 was due to acetabular cup loosening, iliopsoas fluid, cyst, osteolysis, and metallosis. The operative notes confirm that the acetabular cup, taper adapter and modular head were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported that patient underwent m2a hip arthroplasty on (B)(6), 2008. Subsequently, it is alleged that patient underwent a revision procedure on (B)(6), 2011, due to pain and increased metal ion levels. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." And "it has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant." Number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2012-00987-1 / 00989-1).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2012-00987 / 00989). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.